Manufacturer narrative:
UDI: (B)(4).

Event description:
It was reported the device exhibited crosstalk during atrial pacing. Programming changes were made. No more instances of crosstalk were observed. The patient will continue to be followed.